Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the occlusion module did not function as expected. The slider bar on the central control monitor was moving without the user touching the screen. This, combined with the false backflow alarms caused the user to remove the system from setup and move the disposables to the other system 1 prior to the start of the surgical procedure. The user reported the surgical procedure was completed successfully and there was no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device evaluation in progress, but not yet concluded.